Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead.

Event description:
Information was received from a health care professional (hcp) via a manufacturer representative regarding a patient who was implanted with a neurostimulator for lumbar radiculopathy and spinal pain. It was reported that there was a loss of coverage. It was unknown when the patient started to experience the loss of coverage. The leads migrated down which confirmed through an x-ray. The cause of the migration was unknown. The revision occurred on (B)(6) 2016-. The issue was reported to have been resolved at the time of the report. The hcp was able to get coverage to the painful areas again after the revision.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.